Manufacturer narrative:
The device was evaluated and confirmed the reported tip fracture. Examination of the fracture suggests excessive force applied during use; however, no surgical approach information or op notes were provided. While a definitive root cause of the reported tip fracture cannot be determined, based on the device examination and previous investigations for similar events, the fracture may have been a result of excessive and/or off-angled force being applied during surgical use. The fractured tip was left in-situ, fixed within the implant, per surgeon¿s prerogative. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, and no discrepancies with respect to material type, treatments, or dimensions that may have caused or contributed to this mode of failure. The device met acceptance criteria upon release. Labeling review: "warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...do not implant the instruments: complications to the patient may include but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that during insertion of the cage into the disc space at l2/3, the inserter tip fractured off inside the cage and could not be retrieved. Therefore, the inserter tip remains lodged inside the implanted cage. There was no patient harm or adverse consequence related to this event. No additional information is available.